Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet, with blood glucose reportedly exceeding 400 mg/dl for approximately 3¿4 hours and no back-up therapy used, and a system check reportedly passed; the user had recently received a steroid injection from a healthcare provider and believed this contributed to elevated glucose. Symptoms included no acute clinical effects such as loss of consciousness or diabetic ketoacidosis. Outcomes included no medical intervention and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed no device malfunction identified during the system check and no alerts or alarms reported. It was concluded that the event was consistent with hyperglycemia with unclear cause, with potential contribution from recent steroid administration. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.